Event description:
Procedure type: splenectomy. According to the reporter: the bag was placed in with the this side facing up. The bag was opened and it seemed to be upside down. After trying to place the spleen in the bag, the surgeon decided to just pull the bag out and replace it. The bag then did not pull out of the trocar properly and broke. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).